Event description:
The laser system had the following problem: "tech (B)(6) said she smelled something burning and then heard a crackling from the back of the laser and hit the emergency stop button. At the time she hit the button it kicked the breaker. This case was also cancelled and the doctor did a turp on the pt".

Manufacturer narrative:
The problem was due to the resonator's chiller. It was sent to the MFR and it was found with shorted power supply. We are unaware about pt injury.